Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged battery compartment. Error code 42224 was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. The pwa was replaced to address the alarm in the ehl. The dso seal was replaced to address the damaged component. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's dso seal is damaged. There was unknown patient involvement.